Manufacturer narrative:
Multiple PMA / 510(k) numbers: this product has an additional PMA / 510(k)#: bk050036. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for air bubbles in the gel with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for air bubbles in the gel was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel.

Manufacturer narrative:
Medical device catalog # is corrected to 367528.